Manufacturer narrative:
The fluid path was inspected and no signs of tears or leakages were observed. No other issues were observed that would contribute to leaking during wear. The exposed portion of the soft cannula was observed to be bent. Although a bend was observed, it can not be determined when or how the bend occurred and if it contributed to the reported event. The downloaded data does not show any timeouts or drive stalls. No other defects or damages noted.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl while wearing the pod between 4 and 24 hours on the arm. The pod was found leaking insulin.